Event description:
Caller indicated the relion confirm meter was giving variable readings. Within 10 minutes performed back to back tests (7) results were 463, 173, 83, 249, 147, 205 & 217. Caller has been using this meter for about 2 months and the readings have always been all over the place. He has treated himself by taking extra insulin when the meter reads higher than expected, then will wait about 30 minutes and test again if it is still high he will take more insulin. He will sometimes have symptoms of hypo in the evening. Caller doesn't have control solution. Caller is using a rotating lancing device so he is using a new lancet each time, storing correctly, washing hands before testing, not applying any additional pressure. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned meter lcd cover is scratched, however this defect does not affect product performance. The returned product performed within specification. No performance failure detected.